Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while pulling-back the angio-seal evolution device, at the last step of device deployment, there was some resistance felt. There was no loud snap sound heard and device was pulled out of the artery. Hemostasis was achieved with manual compression. The collagen was noted partially compacted at the end of suture, outside of angio-seal sheet. There was no anchor visible next to the collagen. Patient didn't have any issues with blood flow in the lower limb. Puncture was made through chronic vascular graft. Carotid artery stenting (cas) procedure was performed on the patient prior to use of closure device. The sheath size used was 6f. For arterial access, physician used 7f dilator to make later introduction of 5f sheet through vascular graft easier. There were no other problems with sheath, guidewire, or catheter insertion. Pre deployment angiogram was performed. No equipment or other devices used with the above product. Patient condition was stable. There was no blood loss. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to the update to the h3 section and to provide the completed investigation results. One used 6f angio-seal evolution was returned for product evaluation. The carrier tube assembly mated with the hemostasis sheath was returned along with a partially opened poly foil pouch. Visual inspection revealed that the hemostasis sheath was found to be mated with the evolution device body and the deployment sleeve was in a rear lock position. The suture and compacted collagen hung from the tip of the sheath. The compaction tube was found to be still contained within the carrier tube upon receipt. The button was pressed and was stiff (hard). No other visual anomalies were noted. The suture knot was analyzed under a microscope and remnants of collagen were noted proximal to the suture knot. No anchor was noted. Functional testing was conducted. The button was pressed and the suture was withdrawn by pulling manually. The suture was released as intended and no functional anomalies were noted. For further evaluation, the device was disassembled and the gearbox assembly visually inspected. The suture could be seen tethered to the suture stake. The rack had been fully advanced to its distal movement stop. Then the gears were rotated in both directions with corresponding rack/compaction tube movement; no functional anomalies were noted. For dimensional testing, the outer diameter of the tamper tube was measured to be 0.054''within the manufacturer specifications. All measurements were within manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the anchor was mispositioned or the tamping sequence was not performed per the IFU which led the anchor to experience forces greater than the strength of the suture knot leading to its detachment during withdrawal. However, the exact cause of the reported event cannot be definitely determined based on the available information.